Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection identified that there was a hair inside the packaging wrapped around the set. The hair was found to be outside of the fluid path. Probable cause has been identified to be improper gowning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the following corrective actions have been taken: cleaning procedure improvement, gowning improvement and employee sensitization training. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that auromatic easy flow multi set had particulate matter within it. The particulate matter was described as a long hair. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.